Manufacturer narrative:
(B)(4). This customer reported that the device failed to charge during a pt's event, with an associated error code. The involved pt died, but the customer has reported that the device was not a factor in the pt outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device failed to charge during a pt event, with an associated error code. The involved pt died, but the customer has reported that the device was not a factor in the pt outcome.